Event description:
Nurse found patient's controlled analgesia (pca) tubing disconnected from pca pump and laying on ground. Nurse called pharmacy for new pca cassette, discarded old tubing, hung new tubing. Pain scale without change and then actually improved, no harm to patient.follow-up: disconnected from pca cassette tubing to cadd extension tubing. Unclear how disconnected.